Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260,# serial#(B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, explanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had their entire system was removed due to infection on (B)(6) 2014. No further information was available. A follow-up has been attempted.

Manufacturer narrative:
Additional review indicated conclusion code is not applicable to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.